Event description:
The complainant reported that during a therapeutic procedure performed in 2005, a ttp j-tube enteral feeding device was placed at the intestine duodenum of a patient, after the clinicians replaced the securi-t with a fastracker. During the placement, the tip of the tube was placed a little over the duodenal bulb, as it was expected that peristalic motion would help the position. In 5 days later the j-tube that eas found to be missing, but was located under x-ray inside the patient's stomach. The j-tube was then removed with the aid of a snare. The feeding tube was then exchanged to an intravenous hyperalimentation device.